Event description:
It was reported that a one link IV connector was observed to disconnect from the peripherally inserted central catheter, PICC line. This malfunction would happen after the device was connected to the patient for some time. When the nurse returned, the device was no longer connected. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.